Event description:
The customer reported approximately twenty milliliters of clear fluid dripped from under the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has a risk management/exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed diluent leaked under the differential mixing chamber from the lower sheath tubing to the flow cell (vl46b). The fse removed, clipped, and stretched the tubing ends and refitted the tubing to resolve the fluid leak issue. No further evidence of fluid leak was observed. During service, the fse also noted aged tubing near pinch valve vl13 and replaced the tubing. The fse also observed no scatter pulses upon running controls and traced the issue to the cable disconnected from the light scatter preamp. The fse replaced the scatter sensor and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).